Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. Patient stated having difficulty with recharging, and this problem was a month ago. Patient turned the controller off and a weird message came up. Patient noted three numbers came up that were all the same number, she called rep and rep asked her to call in. Patient called in, but she had a bad cold and could not get through, so she gave up. Prior the call, patient tried recharging the controller, took the battery out and put it back in, tried reconnecting,and none of this resolved the issue. It was noted no device found on controller screen, got code 16. Patient hit recharge and she got 3 numbers that were all the same again. Rep explained that can mean she had a bad recharger and she might need it replaced. A replacement recharger would be sent. It was mentioned recharger showed no device found while attempting to charge ins. Patient was in so much pain last night and she could not walk or sleep, controller stopped connecting to ins. This would consider a sudden change in therapy and symptoms. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their device was not turning on. No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.

Event description:
Additional information was received. Consumer reported they first noticed the issue on march 15, 2019 and no cause was known. It was reported that the issue was resolved. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.